Event description:
It was reported by repair work order that the power load will not unlatch the cot when using the release button top and bottom. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.